Event description:
It was reported that the bronchovideoscope displayed an error b30 (scope communication error). The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. However, the investigation identified an e315 error. It likely due to some kind of physical stress. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.